Event description:
Patient was seen in previously by our ent clinic and audiologist found no communication with right ear cochlear implant. Device manufacturer was notified and clinical engineer confirmed that the clinical situation was consistent with device failure. Device was explanted and replaced with another.======================manufacturer response for cochlear implant, nucleus 5 cochlear implant (per site reporter).======================manufacturer is awaiting return for additional testing.device #1is this a laboratory device or laboratory test?no.